Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (Additional information was requested but the complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. Defaulted to general fms device code). (B)(4).

Event description:
It was reported by the user facility that "with covid our ICU nurse practitioners have noticed that we are putting the flexi seal in many pts for prolonged periods of time. Our most recent patient developed a deep rectal ulcer right above the dentate line and lost a lot of blood". The device was placed (B)(6) 2020 and was removed on (B)(6) 2020. It is unknown how much water was placed into the device retention balloon. The patient was on lovenox. On (b)6) 2020 an urgent colonoscopy sigmoidoscopy was performed and it the patient was noted to have "deep rectal ulcer right above dentate line. Ulceration with bleeding vessel, injected and clipped, bleeding stopped." Due to blood loss the patient received 7 units of blood on (B)(6) 2020, the facility was unable to quantify the amount of blood loss from event. The patient was discharged to a rehabilitation facility, the incident "added multiple days to the patients admission". No lot information was received from user facility. No photographs depicting the reported complaint issue submitted by the complainant.